Event description:
A report has been received where the lift tipped over on the patient. The user facility has been contacted for additional information on the incident. It was learned that this incident resulted in the end user receiving 14 staples to her head. Reportedly, the incident occurred while the end user was being transferred from the bed to the chair. Cna's were present at the time of the incident. No further detail was provided.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rpa450-1, serial number/date code (B)(4) is approximately 8 years old. The owner's manual part number 1078987, rev.j(may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The malfunction has not been confirmed. In speaking with the reporter at the user facility, it was learned on (B)(6) 2012 of this incident. According to the user facility the lift has been serviced and maintained per the manual. It was learned that the sling in use at the time of this incident was a non invacare sling-a full body sling. The consumer did not have any contributing medical conditions that would cause them to move in the lift. Other patients of the same size have been transferred without issues with the same lift. The lift has been assessed and it is working as it should. The lift may be returned, sling and scale as advised for an inspection and evaluation. For this incident the lift allegedly tipped and the arm (where the sling attaches) allegedly swung causing it to hit her head. The facility did a re-train for all the associates that use the invacare lift. A supplemental report will be submitted if any further information is received.